Event description:
It was reported approximately four months post implant that the patient had a left ventricular assist device (lvad) placement procedure. After this procedure, the right ventricular (rv) lead threshold was found to be significantly higher, and there was intermittent loss of capture immediately after the lvad procedure concluded. The lead was explanted and replaced. No patient complications have been reported as a result of this event. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).